Manufacturer narrative:
We checked the returned unit and confirmed the cmos driver pcb as defective. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos driver pcb. In addition, we confirmed that the insertion flexible tube (ift) cut, the root brace rubber cut, the light guide cable leak, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.